Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory notifier and presented in the emergency room. Upon device interrogation, the right ventricular lead exhibited high out of range defibrillation impedance. The patient was asymptomatic to the event. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition.